Manufacturer narrative:
No unexpected button error alarm noted. The insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping noted. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked case at window display corners, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a keypad anomaly and button error alarm on the insulin pump. The customer's blood glucose level was 133 mg/dl. The customer was asked if there is any significant events leading to keypad anomaly and button error alarm and customer said no significant events. The customer stated also when to bolus and it was escalating to maximum, 10 units doing it by itself. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instruction. No further assistance required.